Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that after the coil (subject device) was partially deployed, it was stretched when trying to resheath it back to microcatheter from the aneurysm sac. The stretched coil (subject device) was pushed towards eca and a stent was deployed across aneurysm neck as a medical intervention to ensure its patency. It was stressful situation and patient needing to take antiplatelets for the stent and coil loop. Patient was under ga (general anesthesia). There was a surgical delay of one hour. The procedure was completed successfully without any clinical consequences reported to the patient. No additional information available.

Event description:
It was reported that after the coil (subject device) was partially deployed, it was stretched when trying to resheath it back to microcatheter from the aneurysm sac. The stretched coil (subject device) was pushed towards eca and a stent was deployed across aneurysm neck as a medical intervention to ensure its patency. It was stressful situation and patient needing to take antiplatelets for the stent and coil loop. Patient was under ga (general anesthesia). There was a surgical delay of one hour. The procedure was completed successfully without any clinical consequences reported to the patient. No additional information available.

Manufacturer narrative:
The device is not available to the manufacturer.